Event description:
On 8/24/2000, the surgeon was using the flextip blade to remove disc material via a percutaneous approach through a reusable metal cannula. The edge of the flexible blade was caught on the edge of the cannula. While attempting to remove the blade, the surgeon pulled the tip off of the blade. The tip of the device was retrieved from the pt. No adverse effects were seen in the patient post-operatively.